Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) a perforation of the right ventricular outflow tact occurred. The patient experienced pulmonary hypertension, pericardial effusion and tamponde. The ipg was repositioned and moved to the apex and the patient underwent a pericardiocentesis to remove approximately 550cc of fluid. The ipg remains in use. No further patient complications have been reported as a result of this event.